Manufacturer narrative:
Investigation description. Display damage due to impact.

Event description:
It was reported that the ilet touch screen became cracked after the device struck a kitchen island, and the screen subsequently became unresponsive and not usable. Symptoms included no injury. Outcomes included the need to replace the device and the user¿s continued use of cgm separately while awaiting the replacement. Investigation included collection of event details, user-provided photos, and coordination for device return. Investigation of this case revealed physical damage to the touchscreen consistent with accidental impact, resulting in loss of touch functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to impact.